Manufacturer narrative:
Unit passed displacement test and self test. Pump error alarm confirmed in pump history with variable (003) due to broken trace at pin 1 on u1 keypad assembly.

Event description:
The customer reported that the insulin pump had received hardware low level failures alarm and software error detected. Customer's blood glucose value was unknown. The customer states that they were able to clear alarm and rewind the insulin pump. The customer performed self-test and it passed. The customer reported that this was the second occurrence of the pump error. The customer was advised to revert to back up plan. The device will be returned for analysis.